Event description:
It was reported that interrogation of the device revealed non-physiologic oversensing on the right ventricular (rv) lead. The oversensing could not be reproduced real-time despite isometrics and arm movements. It was also noted that the capture threshold had increased since implant. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.